Manufacturer narrative:
The balloon was found to be ruptured at the central area. There appeared to be latex missing. The balloon was also ruptured around the circumference. There was no visible damage to catheter body or to the returned monoject limited volume 1.5cc syringe. The contamination shield and introducer kit were not returned for evaluation. As per the directions for use, the 3 ml syringe (volume-limited 1.5 ml) provided should be used for balloon inflation. It also states to not inflate the balloon above 1.5 ml, as balloon rupture may occur. A device history record review was completed and it was confirmed that the device met all specifications upon distribution.

Event description:
It was reported that the balloon had ruptured inside the patient's body. There were no patient complications reported.